Event description:
Follow-up identified the patient was treated with oral and IV antibiotics. In turn, the issue has since been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report#3006705815-2018-00983. Reference MFR. Report#1627487-2018-04383. Reference MFR. Report#1627487-2018-04384. It was reported the patient developed an infection at their mid-line incision site due to a stitch abscess. As a result, surgical intervention was undertaken wherein the entire scs system was explanted to address the issue. Postoperatively, the patient was further treated with antibiotics.